Event description:
Reporter indicated that the site's handheld computer's screen was freezing on the interrogation screen. Troubleshooting was attempted, but was unsuccessful. Product was returned to manufacturer, but analysis is pending.